Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open but unused sample with the needle detached from the thread (needle is missing and the thread is still wound on the pack). However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.92 kgf in average and 0.81 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open but unused sample received shows that the needle escaped from the thread. Final conclusion: despite received a defective sample, without closed samples we are not in position to study if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Please note that when no closed samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, there is an open CAPA regarding monosyn needle detachment on going.

Event description:
It was reported an issue with monosyn suture. The customer reported that prior to open the package, suture was detached.